Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on second firing during a laparoscopic sleeve gastrectomy, they did not notice that the tissue was very thick. The stapler stopped firing on about one third of the way and showed the red wedge indicating that the tissue was out of range for the selected tissue. They opened the stapler to find that it had not fully fired and that there were partially fired staples present. They eventually removed the unformed staples and trimmed the seam guard in preparation for the next firing. The next firing stopped also showing the wedge once again after it was partially fired. The seam guard was laired increasing the thickness that the stapler had to get through. The third load was fired, and the same problem occurred. The surgeon had put in an extra 5mm port as there was bleeding after the first incident form the inferior aspect of the remnant just below where the malformed staples had been. A clip applier was used to control the bleeding. They also used 15mm port for subsequent firings. Then, eventually a manual handle was opened and only partially fired and then a second one was opened and only partially fired, and both handles made loud cracking sounds as they were being fired. There were four cracked on each stapler. They opened and used another stapler to complete the case. The surgeon estimated about 150 ml of blood loss. This also resulted to extend surgical time of 40 minutes delay.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned product noted that the reloads were partially fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.